Event description:
Device malfunction: cuff miss (device #2). Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the perclose at and proglide devices attempted arteriotomy closure after an unspecified procedure. Reportedly, a cuff miss occurred. A guide wire was re-inserted into the artery and the device was removed. A second perclose at and a perclose proglide was attempted with the same results. Hemostasis was achieved using manual compression. Though requested, no additional info was available.

Manufacturer narrative:
Device #1 - perclose at (part# 12337-04; lot# 48076-6h, device #3 proglide (part# 12673-03; lot# 62078-6h), are being filed under medwatch reports, perclose at 2953144-2008-00275 and proglide under a separate medwatch report. Eval summary: eval of the returned device found it was deployed; the suture was not returned. The anterior cuff tabs were bent and broken indicating the cuff had detached from the needle tip. The posterior cuff was still in the foot pocket. A needle strike mark was detected on the outside of the foot pocket indicating the needle had been deflected missing the cuff. These findings are consistent with and confirm the reported experience of a "cuff miss". A cuff miss can be cased by twisting of the device during deployment, scar tissue or calcification in the patient's anatomy can cause the needle to be deflected. No info regarding the patient's anatomy was provided and there was no reported movement of the device during deployment. The root cause for the posterior cuff miss could not be conclusively determined, investigation indicates the cause is related to the operational context in which the device was used. No manufacturing issues were detected. A review of the history record for this device did not produce any findings relevant to this investigation.